Event description:
The pt received v.a.c. Therapy from (B) (6) 2009 - (B) (6) 2009 for a surgical wound on the abdomen. The info provided to kci suggests that the number of foam pieces may not have been recorded as instructed in the MFR's labeling. On (B) (6) 2009, the pt was admitted to the hosp for elevated pt-inr, associated with her coumadin/warfarin dosing, and erythematous exudative discharge from appendectomy wound. It was reported that on (B) (6) 2009, the pt underwent an incision and drainage procedure at which time a piece of foreign material, visually identified as a "v.a.c." Sponge, was found and removed. According to the pt's medical records, the pt's condition resolved within two days and was discharged home in stable condition.

Manufacturer narrative:
Kci is filing this report due to possible use error as it was reported that foreign material alleged to be a kci product may have been left behind by the healthcare providers and was removed during surgical debridement of the wound. V.a.c. Therapy labeling warns, "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."